Manufacturer narrative:
Height: 83 cm. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that a valve was blocked. The reporter indicated that a 2 year 1 month post-operative valve was blocked and required explantation. Additional event details were not provided, however, have been requested.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Investigation. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and that the shunt assistant is permeable. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Finally, we have dismantled the valves. Inside both valves, we have found significant build-up of substances (likely protein). Based on our investigation, we confirm the presence of blockage in the system at the time of our investigation. This is likely due to the significant deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.